Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have fluid intrusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. This is an ancillary service event. Visual inspection identified a large amount of dried fluid inside the front and rear housings near the bottom, lower left corner. Functional testing, volumetric accuracy testing, verification of the software configuration, verification of the external/internal labels, and simulated use testing were performed. The testing did not identify anything that could have caused the reported condition. The cause of the fluid ingress was not able to be determined. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.